Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during placement of a portacath, the surgeon felt heat and withdrew her hand saying she felt pain. She requested the generator to be decreased from 30 to 25. The surgeon used the pencil again and the scrub tech and surgeon saw a small orange flame. The equipment was removed from the operating room and replaced. The device was sent to clinical engineering. The pencil was part of a "lap pack" packaged and supplied by cardinal.